Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the suretrak had been calibrated but could not see any model on screen. All settings were toggled, including "eye" to see instrument and projection settings, and still nothing could be seen. The site attempted re-verifying the instruments and conducting a second imaging spin during the case. This resolved the issue. Latter the site was able to verify all trackers and cad models appeared. There was no patient impact reported and a less than one hour delay to surgery.